Event description:
The customer performed comparison blood glucose tests using his 2 contour meters. The older of the two meters read 190 mg/dl, while the newer meter read 92 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
Test strip information was not provided, because the lot number provided by the customer was not correct.